Event description:
Emergency medical service personnel were attending to a pulseless, apheic pt in full cardiac arrest. After approx 1 minute of monitoring, the device displayed a replace battery message and within 3 minutes lost power completely. It was reported there was a 13 minute delay of care, as an inability to monitor the pt occurred during transport to the hosp. The pt was not resuscitated, however the rptr stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the rpt's assessment of the pt's lack of viability.